Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an implanted cardiac monitor reported multiple episodes of atrial fibrillation while the patient was in a sinus arrhythmia. The device remains in use. No patient complications were reported due to this event.